Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient planned to visit the clinic to schedule a replacement procedure. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient planned to visit the clinic to schedule a replacement procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding patient information. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) recommended device replacement. The patient planned to visit the clinic to schedule a replacement procedure. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information reviews.